Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a (B)(6) female patient who had essure (batch no. 872994, 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and cholecystectomy. Concurrent conditions included cervical dysplasia, dysthymic disorder, ovarian cyst, chronic cervicitis and constipation. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 7 days after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain /pain") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder and depression outcome was unknown and the pelvic pain was resolving. The reporter considered depression, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: underwent a bilateral tubal ligation due to complications from essure. Successful placement of both essure coils with 2+ coils projecting into the uterine cavity on the patient's left and 3-4 coils projecting on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "depression", lot number, reporter added from pfs. Concomitant drug and condition, historical condition added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 30-year-old female patient who had essure (batch no. 872994,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and cholecystectomy. Concurrent conditions included cervical dysplasia, dysthymic disorder, ovarian cyst, chronic cervicitis and constipation. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 months 7 days after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain /pain") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder and depression outcome was unknown and the pelvic pain was resolving. The reporter considered depression, device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: underwent a bilateral tubal ligation due to complications from essure. Successful placement of both essure coils with 2+ coils projecting into the uterine cavity on the patient's left and 3-4 coils projecting on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Lot number: 869763, manufacture date: 2011/06, expiration date: 2014/06. Lot number: 872994, manufacture date: 2011/06, expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 30-year-old female patient who had essure (batch no. 872994,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, cholecystectomy and pregnancy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, dysthymic disorder, ovarian cyst since (B)(6) 2014, chronic cervicitis, constipation and ovarian cyst since (B)(6) 2014. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain /pain"). On (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain lower ("left lower abdomen pain") and anxiety ("mental anguish"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, depression, dysmenorrhoea and anxiety outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. The reporter commented: underwent a bilateral tubal ligation due to complications from essure on date (B)(6) 2012. Successful placement of both essure coils with 2+ coils projecting into the uterine cavity on the patient's left and 3-4 coils projecting on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot number: 869763 manufacture date: 2011/06 expiration date: 2014/06 . Lot number: 872994 manufacture date: 2011/06 expiration date: 2014/06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received. Event mental anguish added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 30-year-old female patient who had essure (batch no. 872994,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, cholecystectomy and pregnancy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervical dysplasia, dysthymic disorder, ovarian cyst since (B)(6) 2014, chronic cervicitis, constipation and ovarian cyst since (B)(6) 2014. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012, nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain /pain"). On (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping).") And abdominal pain lower ("left lower abdomen pain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menstrual disorder, depression and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, depression, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. The reporter commented: underwent a bilateral tubal ligation due to complications from essure on date (B)(6) 2012. Successful placement of both essure coils with 2+ coils projecting into the uterine cavity on the patient's left and 3-4 coils projecting on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot number: 869763, manufacture date: 2011/06, expiration date: 2014/06. Lot number: 872994, manufacture date: 2011/06, expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: new pfs received- new events added: dysmenorrhea (cramping) and lower abdominal pain were added. Concomitant drug and conditions were added. Historical drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and uterine perforation ('perforation: uterus') in a 30-year-old female patient who had essure (batch no. 872994,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted specify:no". The patient's medical history included endometriosis, cholecystectomy and pregnancy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included ovarian cyst since (B)(6) 2014, ovarian cyst since (B)(6) 2014, cervical dysplasia, dysthymic disorder, chronic cervicitis and constipation. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain /pain"). On (B)(6) 2012, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain lower ("left lower abdomen pain"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding:yes"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, menstrual disorder, depression, dysmenorrhoea and anxiety outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: underwent a bilateral tubal ligation due to complications from essure on date (B)(6) 2012 successful placement of both essure coils with 2+ coils projecting into the uterine cavity on the patient's left and 3-4 coils projecting on the patient's right. Treatment received for pelvic pain, abnormal bleeding, psych injury, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot number: 869763 manufacture date: 2011/06 expiration date: 2014/06. Lot number: 872994 manufacture date: 2011/06 expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: abnormal bleeding, perforation: uterus, essure confirmation test(s)conducted specify: no. Outcome of previously added events pelvic pain was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') and uterine perforation ('perforation: uterus') in a 30-year-old female patient who had essure (batch no. 872994,869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted specify:no". The patient's medical history included endometriosis, cholecystectomy and pregnancy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included ovarian cyst since (B)(6) 2014, ovarian cyst since (B)(6) 2014, cervical dysplasia, dysthymic disorder, chronic cervicitis and constipation. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2012, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain /pain"). On (B)(6) 2012, the patient experienced depression ("depression/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), dysmenorrhoea ("dysmenorrhea (cramping)."), abdominal pain lower ("left lower abdomen pain"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding:yes"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine perforation, menstrual disorder, depression, dysmenorrhoea and anxiety outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: underwent a bilateral tubal ligation due to complications from essure on date (B)(6) 2012. Successful placement of both essure coils with 2+ coils projecting into the uterine cavity on the patient's left and 3-4 coils projecting on the patient's right. Treatment received for pelvic pain, abnormal bleeding, psych injury, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Lot number: 869763, manufacture date: 2011/06, expiration date: 2014/06. Lot number: 872994, manufacture date: 2011/06, expiration date: 2014/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.